Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/22/2017 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was corrosion in the battery canister. It was also observed that the returned battery cap was undamaged and able to fit to the pump to maintain an electrical connection. The pump cover was removed and there was no evidence of internal moisture or damage to the printed circuit board, the power circuit found or to internal components. The pump was exercised for 24 hours with no loss of power occurring therefore the initial complaint about a power issue could not be duplicated during this investigation.